Event description:
It was reported that the filter connector did not fit onto the perisafe IV bd 18 x 3-1/2in cable during use. The following information was provided by the initial reporter, translated from spanish to english: "it was at the time of placement of the peridural catheter the filter connector did not fit with the catheter cable for this reason it was considered to open other equipment to be able to finish the placement of the catheter. (Contaminated input)."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9060599. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the filter connector did not fit onto the perisafe IV bd 18 x 3-1/2in cable during use. The following information was provided by the initial reporter, translated from spanish to english: "it was at the time of placement of the peridural catheter the filter connector did not fit with the catheter cable for this reason it was considered to open other equipment to be able to finish the placement of the catheter. (Contaminated input)."